Manufacturer narrative:
(B)(4). Maude report# mw5077033. Initial reporter info was not provided. Product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5077033.

Event description:
It was reported that patient underwent hip arthroplasty approximately 3 weeks ago. Subsequently, hip implant stem failed to seat correctly. Patient was brought to operating room to correct on same date. No further information available.